Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose level was "high"; specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Lastly, it was reported that the pump time was incorrect, cause was unknown. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm and malfunction alarm issues were verified, but the pump time issue could not be verified.